Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, customer just changed the cartridge and the pump will not progress to the home screen after the button "3" has been pressed. Customer's blood glucose level was not impacted. Customer stated they have back up shots for insulin therapy.